Manufacturer narrative:
H6: a react health employee examined the device and was unable to duplicate the reported issue of it powering off by itself. The customer advised they would not be returning the device to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device powered off unexpectedly during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec requested additional information about the patient, but was advised that no further details were available.